Manufacturer narrative:
Two external abrasions breaching the outer insulation were noted at 39.3 to 39.4 cm and 48.2 to 48.3 cm from connector pin consistent with friction to another device or feature of patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.